Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) pacing thresholds had risen and a perforation was noted on the CT scan. A revision will be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place, the rv lead was explanted and will not be returned. During the revision the perforation was not confirmed. No additional adverse patient effects were reported.